Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter's insulin pump continues to alarm with unexpected restart errors which cause the device to reset itself. The patient's blood glucose at the time of incident is unknown. No further details were given, and no products were returned or replaced.